Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during the embolization procedure of an aneurysm located in the anterior communicating artery (acoma / c.a.) Utilizing a web, the physician advanced both the guiding catheter and microcatheter into the aneurysm. After preparing the web device, an attempt was made to introduce it through the microcatheter; however, the web failed to advance beyond the proximal third. The device was re-sheathed, and the diameter measurements were re-verified. A second attempt was performed with the same result. Assuming a possible malfunction of the microcatheter, the physician decided to replace it with a larger system (21 microcatheter system). After preparing the device again, another attempt was made, but the same issue occurred, preventing proper delivery. The physician then decided not to proceed further by canceling the procedure to reassess the case and determine an alternative treatment approach. The patient had experienced no complications. Additional information was received stating that the case is still awaiting scheduling. The patient has not yet received retreatment and remains in the same condition, awaiting further treatment. This report is being reported based on the aborted/postponement of the case and potential for future treatment.

Manufacturer narrative:
The investigation of the returned web system found the web implant detached from the pusher with broken wires on the proximal end. Further inspection found the pusher exhibited multiple kinks along the hypotube and the proximal connector kinked at the lead wire joints, which is consistent with the device causing or contributing to the advancement issue within the microcatheter as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken implant wires, but the damage is consistent with the device experiencing forces exceeding the implant's tensile strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the delivery system kinks, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h11.